Event description:
It is reported that a customer experienced low blood glucose level below 20 mg/dl. The customer stated that she was not wearing her insulin pump due to a user error issues. The customer stated the help line did not do enough to help her with operating the insulin pump. The customer was advised to try the help line again and to start using her sensor. The customer did confirm that her low blood glucose was not due to any malfunction of the product. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.